Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual examination of the returned device found that a break existed in the hypotube at 33cm distal to the strain relief. Both sections of the break were held together by the outer sheath. An examination of the break site found that the break appeared to have occurred as a result of a severe kink that developed in the hypotube. No other anomalies were noted with this device. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4)

Event description:
Complaint now reportable based on analysis completed on (B)(6)-2010. It was reported that during preparation for a coronary artery treatment procedure a shaft kink was discovered. The lesion being treated was located in the left anterior descending artery. During prep they noticed a kink in the mid/distal shaft of the 2.00x12mm apex monorail catheter. The procedure was completed with another of the same device. There were no patient complications reported and the patient status is fine. However, return product analysis revealed a shaft fracture.